Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v413614, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient felt like they ¿wanted to urinate.¿ stimulation had been being increased over the past 6 months and upon reaching 6.5v, the patient saw the ¿upper limit¿ screen. They could not go any higher. Two weeks prior to the date of the report, the patient was seeing the ¿poor communication¿ screen when trying to use the programmer. There was no telemetry and the patient was unable to make adjustments both with or without the antenna attached. The patient received a replacement programmer, but it did the same thing as the other programmer and the patient again saw the ¿poor communication¿ screen. New batteries had also been tried. No outcome or information regarding additional interventions was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.